Manufacturer narrative:
Manufacturing received a vela turbine assembly. The vela turbine assembly was installed in known good vela unit. The unit was powered on in respiration mode and received multiple error codes, circuit disconnect, low pip, low ve. Turbine was not operational and did not turn. The turbine interface pcba was replaced with known working turbine interface pcba and the unit was powered back on in respiration mode. The turbine was not operational, every few seconds it would make grinding noise and the turbine was not spinning. The turbine assembly was removed and dissembled to find a bad bearing and the was leaking. There is also lots of debris inside electro magnet chamber. The vela turbine assembly was scrapped.

Event description:
The following description of the event was reported to carefusion by a foreign distributor in (B)(4). "No pt involvement, unit alarmed audibly and visually, machine does not ventilate when powered on. It gives a red "circuit fault" alarm.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning turbine assembly. The foreign distributor was shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for eval. As of 02/11/2015 the alleged faulty turbine assembly has not been received. Should the alleged faulty turbine assembly be received and evaluated, a follow up medwatch report will be submitted.